Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.

Event description:
Pinches sharply the inside of mouth [mouth injury]. Bleeding - mouth [mouth haemorrhage]. Pinched on my lips [lip injury]. Bleeding - lips [lip haemorrhage]. [Oral-b] toothbrush head split along the removable brush stem [device breakage]. Case narrative: consumer via web stated that the toothbrush head split along the removable brush stem. Due to this split in the plastic, it pinched on his lips and mouth causing minor bleeding. No serious injury was reported. Follow-up 15-jan-2026: suspect product was updated. No serious injury was reported.

Manufacturer narrative:
05-feb-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Pinches sharply the inside of mouth [mouth injury], bleeding - mouth [mouth haemorrhage], pinched on my lips [lip injury], bleeding - lips [lip haemorrhage], [oral-b] toothbrush head split along the removable brush stem [device breakage]. Case narrative: consumer via web stated that the toothbrush head split along the removable brush stem. Due to this split in the plastic, it pinched on his lips and mouth causing minor bleeding. No serious injury was reported. Follow-up 15-jan-2026: suspect product was updated. No serious injury was reported. Follow-up 05-feb-2026: product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinches sharply the inside of mouth [mouth injury]. Bleeding - mouth [mouth haemorrhage]. Pinched on my lips [lip injury]. Bleeding - lips [lip haemorrhage]. [Oral-b] toothbrush head split along the removable brush stem [device breakage]. Case narrative: consumer via web stated that the toothbrush head split along the removable brush stem. Due to this split in the plastic, it pinched on his lips and mouth causing minor bleeding. No serious injury was reported.